Event description:
After receiving breast implants, rptr has developed eye problems, migraine headhaches, autoimmune disease, thyroid problems, ms, rheumatoid arthritis, hardening of skin and rashes, dryness of every body orifice. Gi complications, granulomas about body. Extreme fatigue, hypertension, demyelinating neuropathy and many of the symptoms of sjogren's syndrome and scleroderma. She has had numerous surgeries.